Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. (B)(4).

Event description:
The patient was experiencing left leg claudication. During angiography the physician found a focal, severely calcified lesion in the patient's left popliteal. The physician ballooned the lesion first, and then went in with a hawkone ls. After the physician advanced the device, he noticed it would not advance past the lesion. This device would not advance so the physician removed the device. A new hawkone device was utilized. The new hawkone ls was prepped per IFU and advanced to the lesion. This device would not advance through the lesion either. Upon removal of the catheter the device seemed to be stuck at the distal tip of the guide sheath. As the physician removed the catheter, the 3/4 inch end of the tip detached. Under fluoroscopy the physician could see the "nosecone" still on the wire. The surgeon was consulted and the patient taken to the operating room for removal. The surgeon removed the piece of the nosecone with a small cut-down of the cfa.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.